Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by high heat generation due to high mechanical force applied. The device inspection revealed that the screw is broken on the distal part. The microscope pictures show melted/deformed metal at the distal part of the screw, moreover, the threaded part under the screw head is also deformed. Based on these observations, it is clear that high forces were applied while inserting the screw. Such a damage can only occur if the screw was inserted with too high speed and torque or if the screw came in contact with obstacle during insertion. Therefore this case is considered as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported that : "the screw head broke when screwing ". Surgical delay "between 5 and 10 minutes". Surgery was completed by using another screw.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Sales rep reported that, "the screw head broke when screwing." Surgical delay, "between 5 and 10 minutes." Surgery was completed by using another screw.